Manufacturer narrative:
The product was not returned for evaluation due to unknown location. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation: under possible adverse effects: postoperative bone fracture and pain. Ritter, m. A., thomas, b., and hillery, m. (2015). Early revision for adverse local tissue reactions secondary to taper corrosion with the ml taper hip stem: a report of 24 cases. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. (B)(4).

Event description:
Information was received based on review of the article titled, "early revision for adverse local tissue reactions secondary to taper corrosion with the ml taper hip stem: a report of 24 cases. A review of the article identified twenty-three (23) cases of revision due to pain (greater than 6 weeks post-op). There has been no further information provided and the patients outcome is unknown.